Manufacturer narrative:
The insulin pump was unable to prime during the prime alarm tests due to moisture damage noted in the force sensor resistor. The device passed the basic occlusion and displacement test. No motor error alarms noted. The motor tested ok. The device had a cracked reservoir tube lip and a scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 307 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.